Event description:
It was reported that the patient¿s arms were going numb and her head and arm were tingling. She mentioned that she was in a room with 38 computers for a work conference and all of the desks were metal. She stated that the issues started the day prior to the report and was when she felt the tingling the most; it was happening again the morning of the report. The cause of the event was not clearly specified and no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0mqlu, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0mqlu, implanted: (B)(6) 2014, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).